Event description:
The stent sheared off the balloon after insertion and was successfully snared and removed after the stent sheared off of the balloon. No harm to the patient, stent was successfully removed. Manufacturer response for coronary drug-eluting stent, resolute onyx¿ (per site reporter). On the phone with them now, on hold.